Manufacturer narrative:
No report of patient involvement. Incident date unknown at time of MDR submission. Unique device identifier - (B)(4). The customer biomed troubleshot the reported issue with (B)(4) healthcare technical support. It was recommended to leave the system in the vent position and immediately try the test again to see if it passes and to call back if the issue is not resolved. To date, no calls for service have been received from this user for this issue. No report of patient involvement. Incident date unknown at time of MDR submission. Unique device identifier - (B)(4). The customer biomed troubleshot the reported issue with ge healthcare technical support. It was recommended to leave the system in the vent position and immediately try the test again to see if it passes and to call back if the issue is not resolved. To date, no calls for service have been received from this user for this issue.

Event description:
The hospital reported intermittent checkout failures in mechanical ventilation mode. There was no report of patient involvement.